Event description:
Event is reportable based on product analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a mach 1 guide catheter would not move in another manufacturer's sheath. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "stable." However, product analysis revealed holes in the shaft of the device.

Manufacturer narrative:
(B)(4): the entire device was visually/microscopically examined, which revealed holes in the braided shaft consistent with puncture damage. The holes were approximately 6 mm apart with the more distal pair of holes located approximately 7.2 cm from the distal tip. The undamaged portion of the outer diameter of the shaft was measured and within specification. Functional testing was performed by inserting the mach I guide catheter through a new 6f sheath; the guide catheter was advanced through the entire length of the sheath with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probably root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B)(4)